Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112092). The patient has alleged spots on lungs, lung cancer, numerous nodules, underwent CT scan. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation spots on lungs, lung cancer, numerous nodules, underwent CT scan related to CPAP device's sound abatement foam and became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event is currently unknown. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In the previous report, the manufacturer marked section e4 incorrectly, which has been corrected in this report. In this report, section has been corrected.